Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device had high torque was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was not moving smoothly. It was noted in the service order that the device had high torque. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) . All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.